Event description:
Additionally, the patient was injected with 2 cc of juvéderm® voluma¿ with lidocaine. After 5 days post-injection, the patient experienced ¿intense pain¿ and ¿eyelid edema.¿ the event spontaneously resolved after 10 days.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3, b5, c1, d1, d4, d6a, e1, h4, and h6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the temporal zone with juvéderm® voluma¿ with lidocaine. The patient reported ¿vision problems.¿ event status was unknown.